Event description:
The customer reported that he opened a box of the contour next test strips and the bottle was already open. There was no allegation of an adverse event. Replacement test strips were sent to the customer. The customer was advised to return the device for evaluation.

Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided.